Manufacturer narrative:
An intuitive surgical, inc. (Isi) failure analysis engineer (fae) reviewed the stapler logs for the stapler instrument used in this event and the following information was provided: the logs show a sureform 60 stapler instrument (part #480460-09, lot #k11240314-0605) was installed on the system 4 times and fired four sureform 60 reloads (3 blue, followed by 1 white). On each install the first clamp was successful. On installs 1-3, the firings were each completed with no pauses for compression. On install 4, the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the staple line bled after firing a sureform 60 stapler instrument. The procedure was completed robotically.